Manufacturer narrative:
The insulin pump had intermittent act, up and down buttons response due to corroded keypad traces. No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump was received with moisture at the remote frequency board and interface board per visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had several unexpected restart alarms and displayable history check failed on startup alarms on the insulin pump. Customer also reported the buttons were not functional on the insulin pump. Customer stated they did not drop or bump the insulin pump. Customer reported swimming while connected to the insulin pump. The customer's blood glucose was 15 mmol/l. The customer agreed to return the insulin pump for analysis.